Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the working channel is leaking and there is no image. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. Handgrip, housing, are in good condition. Small scratches and wearing marks. The shaft is crushed, the working channel is leaking, causing moisture to enter the housing. The interface board and the sensor are damaged by moisture residue. The angel cover was cut open during the evaluation. The error described by the customer " working chanel leaky and no image" could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. Moisture has penetrated the endoscope through the damaged working channel. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).